Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider who reiterated the patient charges for 4 hours everyday and can barely keep ins at 75%. Caller states patient received rechargeable device in the summer and has had trouble ever since. Caller stated ins is charging right now and shows 100 percent. Caller indicated that ins will show 100 percent but then drop to 75 percent in the same day and then get to 50 percent in the same day. Patient indicated they are charging at least 2 hours and ins rarely gets passed 75 percent. They don't increase from the amplitudes previously mentioned. Caller provided 8840 recharging stats below but indicated that isn't patient's normal recharging pattern. Typical duration - 0.7 hr, typical interval - 0.6 day, typical coupling - 8 bars. 22-jan-2019 0.8 hr, 75% 21-jan-2019 0 hr, 75% 21-jan-2019 0.5 hr, 75% 21-jan-2019 1.1 hr, 75% 19-jan-2019, 0.7 hr, 75% 18-jan-2019 0.7 hr, 75% stat information was reviewed with caller and there were many attempts to charge but recharger wasn't actually charging the device due to poor connection. Voltage level was right at threshold of 75%/100% so patient likely just need to charge a little while longer to see 100% charge. The patient may be thinking they are charging for several hours but may not be if connection is lost. 8840 stats were also reviewed that the patient is not charging for 2-4 hours a day. Towards the end of the call, caller interrogated ins with 8840 again and it showed 0.4 hours charging and 75% at end even though insr showed 100 percent. Caller mentioned they didn't think there was any technical issue with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller is reporting that the patient's ins is taking too long to charge. Caller states the patient is reporting that charging takes too long. Patient usually has to charge for 4 hours. Patient is unhappy on how long it takes to charge since she received implant. As of last week, patient is having more trouble charging and can barely get to 75% and used to be able to get to 100%. Patient is charging every other day. Caller noted that there previous ins was replaced due to high settings. They ran a recharge interval calculation based on numbers from a month ago: 100-0% = 8.68 days 100-25% = 6.51 days left: 4.8v, 100us, 125 hz 857 ohms current: 5.442ma right: interleave 3.8v 100 us 125 hz 856 ohms current: 4.312 ma 4.8v 100 us 125 hz 713 ohms current: 6.529 ma no symptoms were reported. No further complications were reported or anticipated with this event.